Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had backlight did not turn on and alarm was generated when a power failure is detected critical pump error alarm and self test was pass. Customer stated again occurred insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No pump error 24 alarm and no back light anomaly noted. (B)(4).